Manufacturer narrative:
Additional information: as received, the device was returned for analysis. Upon receipt, communication could not be established between the device and the programmer as the battery was depleted. Visual inspection of the device did not reveal any anomalies. During further analyses, the device behaved normally, and the power consumption of the device was measured and was normal. Additionally, a longevity estimation was performed based on the default parameters setting and was normal. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
During a follow-up, the device could not be interrogated. It is unknown if the vibratory alert for the elective replacement indicator occurred. The device was explanted and replaced, and the patient was stable with no adverse consequences.